Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). Trend review: from january 2010 up to and including (B)(6) 2012, complaints were found where the kka5370 was clearly identified to have been involved (on average one every 4.5 months). One of these complaints was reported at the time of writing of this investigation, (B)(4), which appears to have been a similar event was described here. Of the other reported complaints 2 complaints was found to have the same potential failure mode: (B)(4) with respectively a kka5090 and a kka5120 sling (on average one reported event every 10 months). In conclusion, there is a low trend of these events occurring, and with tens of thousands of these slings sold yearly a total of(B)(4) related reported events add up to a very low event ratio at this time. The lift device was a sara plus with s/n (B)(4), manufactured in (B)(4) in january 2012, no anomalies were found in DHR, scrap history or rework history. No allegations of deficiency are received that can be linked to the lift device. No serial or batch number could be retrieved on the sling, despite our best efforts. Therefore, no check for records could be performed. Root cause analysis: as there is no allegation of deficiency aimed at the lift device, the investigation focuses on the role of the sling. The sling picture was received that clearly shows the loop that is there to hold the sling on one side to the lift and lift cord has failed through its stitching and has come away, causing the semi-drop. This picture clearly demonstrates the failure mode and is found to be in line with the MFR rep statements. From the limited info that has become available, we have attempted to perform a root cause analysis using a drill-down methodology. Why has the loop that holds the sling cords and attaches one of two sides of the sling to the lift, ripped off the body of the sling? It appears the stitching gave way. Why did the stitching fail? From the fact that yearly thousands of active slings with this method of attachment are sold and there only (B)(4) possible related cases found over a period of (B)(4), indicates this is not likely to be a system production or design issue. The possibility that is left open is that something occurred during use to cause this event. What could have happened during use to trigger the event? The picture and indications received do not appear to point to a problem during the washing process, also any failure mode from this would have been likely to have been detected before use. Therefore it appears likely the sling was stuck during the lifting process, which caused the stitching to give in. A typical characteristic of an event where the sling is stuck by an object at the beginning of a lifting cycle is that if there is any drop, it occurs from a low height and in the very early stages of the lift. This is what is described to have occurred here. It is considered to be a use error. Why is the likely occurrence considered to be a use error? The device instruction for use doc #kkx52180m-en indicates multiple times that allowances must be made for obstructions in the lifting process description. Why did the use error occur? From the report you can find that the hoist was used by nursing staff that had no connection to te ward where the hoist normally is used and this nursing staff had probably not the correct education for using the hoist. With the info received and the previous investigation stages documented here it appears to us that use error due to lack of knowledge of the IFU has caused the event. Final conclusions: we have been able to duplicate the failure mode of this complain in theory, most probably it's connected with an use error. We have been able to establish that there is not a significant complaint trend with this product and issue. We have not been able to find any contributing mfg anomalies. We have found that the lift appears to have met its specs but that the sling failed during a pt transfer. We find this complaint reportable to the competent authorities based on the possible outcome.

Event description:
According to the MFR rep: there was an incident with a bos-sling kka5370-m when using a sara plus hoist. The sews on one of the lifting straps were damaged and the lifting strap loosened totally and the pt was hanging in the sling only in one lifting strap. The pt was not injured in any way, as it happened when she should be transferred from bed so she was just raised a few centimeters above the bed surface and the nurse could easily lower her to the bed again. This incident happened on (B)(6), but it was communicated to arjohuntleigh on (B)(6). The sales rep has visited the customer. According to the report submitted the hoist was used by nursing staff that had no connection to the ward where the hoist is normally used, and this nursing staff probably didn't have a correct education for using the hoist.